Manufacturer narrative:
Numerous attempts were made to the customer to obtain the product for evaluation but the product was not returned. Based on the supplier's result of investigation the device history record could not to be reviewed as a lot number was not provided. The supplier checked the device material record documents and there was no material, design or production procedure changes. No sample was returned for investigation and the photo provided did not show enough detail of the broken area. Therefore, the root cause could not be determined. No additional action will be taken at this time, but we will continue to monitor the trend for this type of incident.

Event description:
As customer was sitting on the rollator, the frame broke and caused the customer to fall to the floor. Customer is feeling pain in her lower back and backside.

Manufacturer narrative:
Complaint was initially filed in (B)(6) 2017 and the actual device was not returned to cardinal health until november 2017 by the end user customer. Device was received and investigation performed on the actual failed device. Based on the suppliers results of investigation, the device history record could not be reviewed as a lot number was not provided. The device master record was checked and there was no material, design or production procedure change. One sample was returned for investigation. The sample was completely broken apart and some parts were missing. The right frame tubing was broken. The tubing thickness is 1.41mm (specification is 1.4mm¿0.1mm) and hardness is 15 degree (specification is 14-16 degree) which meets the specification requirement. From the investigation, the root cause for the reported issue could not be determined. There is no additional action taken at this time, but we will continue to monitor the trend of this type of incident.